Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. Their trial start date was (B)(6) 2024. It was reported that the patient was experiencing bladder spasms. It was unknown if the issues were resolved. On (B)(6) 2024, the patient reported bladder spasms. On (B)(6) 2024, the patient reported they experienced some incontinence and had to pee more frequently. Patient was afraid they had pulled the wires or something. Support link helped the patient troubleshoot and when the wire was tested it went from 1.3 to 1.5 and felt stimulation. Patient said they wanted to leave it on 1.5. Patient thought maybe it was something they drank perhaps but it seemed more frequent and harder to control. On (B)(6) 2024, the patient stated they felt their symptoms were "backsliding" and were worse than before the procedure. Patient was tested for a uti, but that test came back negative. On (B)(6) 2024, the patient reported worsening baseline symptoms.